Event description:
A balloon ruptured on the first inflation during an arteriovenous hemodialysis fistula graft dilatation. Another balloon catheter was used which also ruptured. Results were satisfactory and the procedure was completed successfully at that the time without pt complications. The device was received, evaluated and retained by this MFR. The engineering eval indicated the shaft under the balloon was bowed. Microscopic exam revealed a pin-hole over the proximal ro marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a bowed shaft under the balloon. And contact with a sharp external source, scratched on the balloon surface, which co believes contributed to this event and does not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."